Manufacturer narrative:
The ventilator main printed circuit board assembly (pcba) was returned to vyaire and evaluated. The reported problem was confirmed and duplicated. The root cause was assigned to solenoids slow to respond.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault, low minute ventilation, low peak inspiratory pressure, and high rate alarms. The customer performed troubleshooting, but the issue was resolved. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.